Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising, high pacing impedances, and was possibly fractured. The lead was programmed to unipolar and the impedances returned to within range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the ventricular capture management trend shows a gradual threshold rise from a baseline average of 0.75 volts to 1.75 volts. The analyst further noted that the ventricular lead impedance shows a gradual rise from an approximate baseline of 650 ohms to approximately 1450 ohms.